Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 82-year-old male patient with a past medical history of coronary artery disease (cad). The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the peel-away sheath was backed out of the body and the repositioning sheath was advanced. Bleeding was noted around the sheath. Manual pressure was held. The physician attempted to place a 14fr sheath to obtain hemostasis, but was unsuccessful. Bleeding continued. 2 percloses were placed, but failed to deploy. A longer 14fr impella peel-away sheath was placed and hemostasis was achieved. No audible doppler pedal pulses noted; however, had a doppler posterior tibial pulse. The foot was warm with capillary refill. The physician decided to pull the 14fr sheath after the activated clotting time (act) was below 160, at the time of bleed was 250. Aspirin 81mg, brilinta 180mg, and (B)(4) units of heparin were given for the pci. The device was successfully weaned in the procedure room. The post-procedure outcome is survived at explant. The impella functioned as intended. High-risk interventions require intense blood thinners, increasing the risk of active bleeding. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
Upon review, it was identified that the . Manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of access site adverse event/major bleed was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.